Event description:
Customer reported 3 patients with diffuse lamellar keratitis (dlk) who were treated on (B)(6) 2013. Patient had stage 1 dlk on the right eye and trace dlk on the left eye. Patient has monovision right eye for near. Patient states that he slept most of the day after treatment and did not get any medications put in his eyes.

Manufacturer narrative:
(B)(4). Statim used, no disposables, sterilizer is emptied and vacuumed out end of each surgery day for customer's sterilization technique. Surgeon believes that the intralase fs laser did not cause or contribute to the dlk. Clean stable environment. Empties statim end of surgery day. Changes bowls at lunch and end of day. Doctor seems to think new staff doing the sterilization may be the cause. Medication treatment - zymaxid/vigamox/besivance 1 drop at night is used before treatment, 1 drop 4x per day for 1 week after treatment pred forte/lotemax. Omnipred 1x every hour while awake after treatment on first day, 4x per day for 1 week artificial tears every 1-2 hours for 2 weeks after treatment and gel tears at bedtime and waking up for 1 month after treatment. This was trace inflammation and cleared up within three days. All patients are 20/20 best corrected visual acuity (bcva) or better.